Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly the customer was using lyumjev insulin. Tandem technical support educated the customer regarding approved insulins. The customer changed the pump supplies and resume normal insulin delivery.